Event description:
Same case as 2134265-2009-03585. It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was an area of 70-80% stenosis and 50% in-stent restenosis located in an unspecified region of the left anterior descending artery (lad). The lesion was considered to be "on an high angle place". The lesion was predilated with a 2.5x20mm maverick and a non bsc balloon. A taxus liberte (mr) ous - 3.00x20mm graft broke. The lesion was "redilated" with an unspecified device. A taxus liberte (mr) ous - 24 x 3.00mm was selected and advanced over an unspecified "extra back up catheter end guide wire", but unable to cross the lesion and the stent struts "were broken". The pt's status is listed as unk. Additional info has been requested but not yet received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).